Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as lead was not replaced.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's leads were explanted and replaced due to high impedances. Effective therapy was established post-operatively.